Event description:
It was reported that a malfunction alarm occurred on the pump, identified by customer as malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully reset it without code recurring, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.